Event description:
A military medical team arrived at the scene of a civilian auto accident. A woman in her 30s was unconscious. After failing laryngoscopy with a mac blade, the military als provider (certified ent surgeon) decided to use the king vision. He failed the first attempt (most probably because the sun was behind him), and decided to make another attempt. At this point he discovered that the tip of the blade was missing. It is uncertain whether the blade tip broke inside the patient's mouth, or between attempts. The patient was successfully ventilated with a lma device by a paramedic until she arrived at the hospital via helicopter. The tip of the blade was not found.